Event description:
It was reported that during the use of the 7.5mm tracheal tubes, the cuffs kept leaking air while in use with a patient. The issue occurred in a hospital setting. Replacement of the tube was done three times.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the use of the 7.5mm taperguard tracheal tube, the cuff kept leaking air while in use with a patient. The issue occurred in a hospital setting. There were no patient symptoms or complications associated with this event, and the patient outcome was reported as alive with no injury.

Manufacturer narrative:
Concomitant products: 18775, 18775 7.5mm taperguard tracheal tubex10, (lot #24b0860jzx) 18775, 18775 7.5mm taperguard tracheal tubex10, (lot #24b0860jzx). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.